Event description:
During product service by a service technician, a flo-gard infusion pump was found to display a f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as a part of preventative maintenance. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. The cause of this condition was determined to be defective force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.